Event description:
A stent mounting misalignment was noticed after opening the sterile pouch of the product. Therefore, another palmaz stent was used for the procedure. There was no defect on the outer box and sterile pouch. The product was not clinically used. As per the reporting affiliate, no add'l pt or product defect info is available. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.